Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that analysis of this pacemaker showed that the device did not appear to have the hydrogen issue. The device power consumption was about 45 microwatts. The power level showed some signs of variability during the year most likely due to occasional high rate atrial sensing and telemetry. The device has minute ventilation (mv) sensor on and if signal artifact monitoring (sam) was enabled it could consume additional power. Furthermore, this device appeared to be depleting normally based on its settings and operating conditions. This device remains in service. No adverse patient effects were reported.